Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of the right common femoral artery after a balloon angioplasty procedure. Reportedly, while depressing the plunger there was blood present around the device. Deployment was done and during knot advancement, using the knot pusher, the physician indicated that it seemed to him that the sutures were going too deep, passing the tissue tract towards the artery more than usual. He removed the sutures, re-wired, and attempted a second and a third proglide experiencing the same results. A fourth proglide was attempted, but when he retracted the plunger from the device body, no suture was present on the needles. The device was removed and a non-abbott device was used to achieve hemostasis. There were no adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that both of the cuffs had been captured and the suture had been harvested, the suture had been cut and approximately 12 1/2 inches of the rail suture was returned. Based on the returned condition of the suture the reported difficulty deploying the suture is confirmed. The handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp and sheath were normal, there was no indication of a product quality deficiency that would have contributed to the reported sutures were going too deep into the arteriotomy. It was reported that a little scar tissue was present at the access site, it is uncertain if this was a contributing factor in the event. It was also reported that during deployment blood was present around the device while depressing the plunger; as stated in the instructions for use (IFU) under device placement, advance the device just until a continuous drop of blood is evident from the marker lumen, this identifies correct placement in the arteriotomy. Position the device at a 45-degree angle. Deploy the foot by lifting the lever. Gently pull the device back to positions the foot against the arterial wall. If proper position of the foot had been achieved, blood marking will cease or be significantly reduced. If the foot is not pulled up against the anterior wall of the artery bleeding will continue and blood may become present around the device. It was reported that during knot advancement the sutures appeared to be going too deep passing the tissue tract towards the artery. The device placement procedures go on to indicate hemostasis of the access site is achieved when the knot is fully advanced to the arterial surface, the slack is gently pulled from the knot with the non-rail limb while the suture trimmer holds tension on the rail limb of the suture, and the tissue is in complete apposition. The IFU under warning states do not use the device if the puncture is through the posterior wall; deployment of the device under this condition may cause the suture to be captured and the knot to be advanced too deep and blood to be present around the device. However this cannot be conclusively determined based on the analysis of the returned device. Based on the investigation, inspection criteria and the reported information the reported sutures were going too deep and subsequent failure to achieve hemostasis with this device appear to be related to the operational context during use of the device and not a product quality deficiency. A review of the finished device history record did not reveal any non-conforming material records associated with this lot. To help ensure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The three proglide devices are being reported under separate medwatch report numbers.